Event description:
Per the clinic, the device was explanted on (B)(6) 2026 due to poor device performance since activation and no auditory response. The patient was reimplanted with another device during the same surgery.